Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to an infection (non-device related). Reimplantation is planned but has not taken place at the time of this report.

Event description:
Correction: this MDR was a duplicate. Any further information will be provided with report number: 6000034-2022-00094.